Manufacturer narrative:
The single-port monopolar curved scissors (mcs) instrument was further evaluated by failure analysis engineer (fae) on 25-feb-2025. Initial findings were confirmed. The instrument exhibited a broken conductor wire at the proximal end, as well as instrument tube adapter abrasions. The broken conductor wire was investigated further. The instrument's housing was removed to inspect the internals of the instrument, and it was noticed that the cable was broken at the end of the drive rod, and it did not appear to be a crimp issue. An attempt was made to check if the broken conductor wire could reach the end of the grip rod where it typically enters the grip rod. The conductor wire was unable to reach its expected end location at the end of the grip rod when following the routing outlined. Following this path, the wire was unable to reach the end of the drive rod. In order to reach the end of drive rod, one of the clips in the mid chassis needed to be skipped, and while the cable reached it did appear to be tight. From this finding, it appears the conductor wire was not properly routed through the outlined clips, and not enough slack was left on the conductor cable, which could result in excess tension on the cable and could lead to eventual cable breakage as the grip rod lever moved. The root cause of the conductor cable breakage is potentially a result of a manufacturing issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken conductor wire at proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Further investigation found instrument tube adapter abrasions. There was no missing material.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, single-port monopolar curved scissors (mcs) instrument failed to cauterize. No fragment fell inside the patient. The procedure was completed with no reported injury.